Event description:
Same case as MDR ID# 2134265-2011-05035. It was reported that during a percutaneous coronary intervention procedure a vessel perforation occurred. The heavily calcified target lesion was located in the left anterior descending artery. The physician encountered difficulties advancing a 15/2.25 flextome otw cutting balloon over a kinetix guide wire to treat the target lesion. The wire was exchanged to a non-bsc guide wire and the lesion was able to be treated with the cutting balloon. When the physician went back to place a stent, it was noticed that the vessel was perforated. The perforation was treated with the implant of a covered non-bsc stent. No additional patient complications were reported and the patient's status is fine. The patient was seen in followup within the last 1-2 weeks and is 'doing very well'. The physician did not report any issue with device performance that led to the development of the perforation. The relationship of the device to the perforation is unknown.

Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the devcie met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).